Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that technical support (ts) walked the biomedical engineer through a preventative maintenance (pm) using a sigmapace 1000 and it was discovered that the lower display of the external pulse generator (epg) was weak. The status of the epg is unknown. There was no patient involvement.